Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patients tested with coaguchek xs plus meter serial number (B)(4). The customer does not run controls on the meter. At 10:00, a sample from the first patient was tested using the meter, resulting with a value of > 8 inr. A couple of hours later, a sample from the first patient was tested in the laboratory using the thromborel s method, resulting with a value of 4.5 inr. The patient was sent to the emergency room based on these results as the doctor was concerned of a risk of bleeding due to a recent surgery the patient had. On the morning of (B)(6) 2019, a sample from the second patient was tested using the meter, resulting with a value of 8.0 inr. That same morning at an unknown time, a sample from the second patient was tested in the laboratory using the thromborel s method, resulting with a value of 4.7 inr. No adverse events were alleged to have occurred with the patients. The first patient's therapeutic range is 2.5 - 3 inr. The second patient's therapeutic range is 3.0 - 3.5 inr. . Both patient have not had any recent changes to diet or lifestyle. Both patients do not have an autoimmune disease. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.